Manufacturer narrative:
The instrument was within quality control specs with respect to controls (accuracy) and reproducibility (precision). Control recovery was within assay limits. Controls are run daily in the am and were within acceptable limits. The field service engineer (fse) verified the instrument's operation and found no issues. The root cause is unk; however, the instrument generated an appropriate flag to prompt the operator to further review the sample. This reportable event was identified during a retrospective review conducted between jan. 1, 2008 and oct. 23, 2010 of complaints for add'l reportable events.

Event description:
The customer reported obtaining erroneous low platelet results on a single pt sample when using the coulter ac-t diff 2 analyzer. The erroneous results were reported outside the lab. The pt was taken to the hospital and redrawn. A corrected report was sent out. There were no reports of death or serious injury, and no affect to pt treatment as a result of this event.